Manufacturer narrative:
This report is being submitted retrospectively as part of internal review. The specific time and date was not shared by the user despite making request to provide information. From the limited information that is available, it can not be determined if there was any malfunction of the system. Data management system (dms) shows that low glucose alerts were asserted between 21st of november and 3rd of december, 2019. Hence it can be concluded that the device performed as intended and there was no malfunction with the system.

Event description:
Senseonics was made aware of an instance where the patient experienced hypoglycemia event. Patient reported that incident happened because of discrepancy in sensor glucose reading in comparison with the blood glucose meter. Patient realized that glycaemia had lowered due to him feeling faint, but he could rise it back to a stable value without having to consult a physician. Patient confirmed that he is feeling fine.